Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 115 mg/dl. Customer stated that his pump shut off without notifying him. Customer had to set the time/date on his pump due to the pump turning off. Customer changed the battery and stated that the pump was already working. Customer was using a (B)(6) aaa battery. Customer had an unexpected restart alarm in the alarm history. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.